Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a low blood glucose alert during sleep, with a measured blood glucose of 57 mg/dl that rose to 135 mg/dl after oral carbohydrate, and the caregiver suspected a compression-related reading. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included self-limited hypoglycemia corrected with oral glucose without medical intervention or hospitalization; the caregiver provided non-medical assistance because the user is a child. Investigation included complaint intake review, user report assessment, and troubleshooting and education provided to the caregiver. Investigation of this case revealed no device malfunction based on user-reported performance and resolution after carbohydrate intake, with the event consistent with possible compression-induced sensor artifact leading to a low alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.